Event description:
The customer reported that the insulin pump alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm. The device had a scratched display window.